Event description:
It was reported, the pt experienced pain due to a loss of stimulation effect after lead migration. An x-ray revealed two deep brain stimulation electrodes migrated several centimeters even though both electrodes were anchored with a stimloc lead securement device. This extensions and neurostimulator were explanted in 2008. The neurostimulator had been implanted in the abdominal pocket but not fixed. The extension connectors were located at the base of the patient's neck. Further exploration found the extensions completely wound and rolled up (wrapped) around the neurostimulator. The right electrode was broken at the level of the extension connector. There was only a wire connecting the left electrode to the left extension connector. The right and left stimloc devices were closed, and the bases were correctly fixed. It was impossible to extract the deep brain stimulation electrodes. The left electrode and stimloc device were explanted. After the left electrode was replaced, the right electrode and stimloc device were explanted. The right stimloc device was not dismounted, it was unscrewed. The pt status is unknown. Refer to medwatch report # 6000153200801801.